Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Part return requested. The fuses have been discarded on-site, so no return is expected. Replacement fuses were provided.

Event description:
A medtronic representative reported that the imaging system lost power while driving down the hallway. The system was plugged in and still could not be powered on. The line power light was not illuminated and the power line fuses were found to have blown. This occurred outside of any patient involvement. No additional details were provided.